Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator would not power on. The device was not in patient use. It has been confirmed the device will not be returned to the manufacturer for evaluation or repair as per the customer.